Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1293168. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1293168 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Based on the investigation and risk management file review the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the patient came in for the implant placement appointment, the implant is placed, but the implant holder cannot be detached from the implant because the screw is stuck. It doesn't disengage/release (it's stuck). Therefore, the implant is removed. Tooth #22.